Event description:
Infected r breast implant - history of breast cancer. Exhange of bilateral tissue expander for implants in the summer. Infected l breast implant. Return to surgery for incision and drainage of l breast with removal of an implant and debridement down to and including the fascia later that month. Infection of right breast. Earlier this fall the patient had a surgery to remove infected implant. At this point both implants have been removed.